Manufacturer narrative:
This report is for an unknown screws: locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported that on an unknown date, that a patient underwent the removal of screws due to pain. The pain may have occurred due to the screws being inserted lateral to medial rather than medial to lateral. There were no reported intra-operative complications and the fracture was reported as healed. Concomitant devices reported: nails: expert tibial (part number unknown, lot unknown, quantity 1). This report involves one (1) unknown screws: locking. This is report 2 of 2 for (B)(4).